Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, inspection of the device noted it was returned with the terminal pin assembly of the lead stuck within the ra port of the header; a separate lead body segment was also returned. Analysis of the lead body segment noted torn insulation around the circumference of the lead consistent with the reported clinical observations. The terminal pin assembly could not be removed from the device header without destructive analysis. Blood was observed inside the device header port in the area of the terminal pin and may have contributed to the higher than expected force required to remove the lead and subsequent damage. It was also noted that silicone to silicone bonding may have also contributed to the lead becoming stuck in the header but could not be confirmed due to condition of the returned products. Analysis confirmed the reported clinical observations.

Event description:
Boston scientific received information that this right atrial (ra) lead could not be released from the header of the patient's pacemaker during a procedure to upgrade their device. Several attempts were made using different techniques including mineral oil in the header, but upon the final attempt when pulling the lead it broke with the is-1 portion remaining in the header and the remainder of the lead in the patient. The remainder of the lead was surgically abandoned and a new ra lead implanted. No adverse patient effects were reported.